Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause was not determined and the event was ongoing as of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event was unresolved with no further actions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance. The patient was reprogrammed on (B)(6) 2018. Diagnostics showed a high lstn. It was indicated that the event was related to the device/therapy, however, it was unrelated to the implant procedure. Programming showed the high lstn impedance, no clinical correlation. No patient symptoms or further complications were reported as a result of this event.